Event description:
It was reported that before use of the bd plastipak¿ luer-lok¿ syringe there was an issue with foreign matter in the syringe. The following information was provided by the initial reporter: particulate matter within the syringe.

Manufacturer narrative:
H.6. Investigation summary: one photo was received by our quality team for evaluation. Upon visual inspection, there was no foreign matter observed based on the photo; therefore the incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation a root cause could not be determined due to the incident not being verified. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ luer-lok¿ syringe there was an issue with foreign matter in the syringe. The following information was provided by the initial reporter: particulate matter within the syringe.